Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2024 cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).